Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. An attempt to replicate the user complaint with ios/fsll version 2.5.3.3088 using a known good libre 2 sensor was made and the high/low glucose alarms were successfully received. No issues were identified with the application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device. The customer reported that due to this issue, they became sweaty, disoriented, and confused. The customer was treated with hypostop (glucose) by a third-party. There was no report of death or permanent injury associated with this event.